Manufacturer narrative:
Although, the investigation is still in progress, the required information to enable further investigation, such as the kit's lot number and logfiles, was not provided to abbott diagnostics (B)(4) inc. Therefore, an investigation was not able to be performed. A review of complaints' trend reveal that all of the binax now covid-19 ag card lots within expiry are performing according to label claims. A supplemental report will be submitted after completion.

Event description:
The patient reported a total of four positive results between herself and three (3) other family members from a swab of both nostrils with the binax now covid-19 ag card assay performed on the morning of (B)(6) 2021. Pcr confirmation testing performed on (B)(6) 2021 (platform not specified) generated negative results (CT values not provided). The patients were not symptomatic and reported that they had been tested on another covid-19 test recently. The patient reported that there was no treatment. Additional patient information, including delay or impact, was not provided. Positive results are indicative of the presence of sars-cov-2 rna. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional/corrected information: d3, g1. H10: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.